Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00147 on august 1, 2019. Additional information from 08/05/2019: the patient sample was retested on advia centaur centaur xp ahcv and a negative result was obtained. The same sample was used for all testing on different days, but within several weeks. Clinical diagnosis/treatment, medications, age/gender, other test results were requested by siemens. The customer provided the following statement: "asked the patient therapy information, but the patient told her he never did any therapy. So he tested hcv positive on (alternate method) before n years ago, then he followed ahcv and got positive result on (alternate method) and negative on centaur xp this year." Additional information 08/29/2019: siemens has completed the investigation into the alleged false negative advia centaur ahcv result on one patient sample. The sample was negative on the advia centaur xp but positive on alternate platforms. The sample was also negative on pcr indicating no acute infection and there was no medical history indicating the patient was treated for hcv in the past. Sample is unable to be sent in for testing due to local regulations. At this time siemens is unable to give a plausible explanation to this alleged false negative and has concluded it is a possible false positive on alternate platforms. Without sample to test, a root cause can not be identified. No product problem has been identified. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. Siemens healthcare diagnostics is investigating. Per the limitation section of the instructions for use: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions." "Specimens that contain biotin at a concentration of 1500 ng/ml demonstrate no significant effect on the assay. Biotin concentrations greater than this may lead to incorrect results for patient samples. · results from patients taking biotin supplements or receiving high-dose biotin therapy should be interpreted with caution due to possible interference with this test." Additional customer contact information provided in the complaint is as follows: (B)(6).

Event description:
A (B)(6) result was obtained using the advia centaur xp hcv (B)(6) assay compared to an alternate method. The discordant result was not reported to physician. There is no indication that patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.